Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a solid scircle on their insulin pump's screen after programming a new meter. Customer was advised they were not receiving any insulin. The customer also reported a check settings alarm occurred on their insulin pump. The customer's blood glucose was 400 mg/dl. Customer stated alarm occurred during the first rewind. The customer was advised to monitor their insulin pump. Customer also confirmed they were receiving insulin from their insulin pump. No additional information provided.